Manufacturer narrative:
Customer reported that their asi is blank and the AED is prompting an error message of "replace 9v warning". The customer stated that the asi is not flashing. Troubleshooting of the AED with the customer identified that the 9v battery needed to be replaced. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
Customer reported that their asi is blank and the AED is prompting an error message of "replace 9v warning". The customer stated that the asi is not flashing. The AED maintenance frequency was reported as monthly by "checking the asi light and checking the pads dates;then performing a battery pack self test. They did not report that this event occurred during patient use.